Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to pre-dilate a 20mm lesion with 50% stenosis in the non-tortuous superior vena cava. The balloon was inflated once at 11atms with a medtronic everest inflation device. Visipaque contrast/saline solution (50/50) was used. There was no evidence of foreign material in the contrast/ saline solution. Deflation difficulty was noted. The device had a very slow deflation time, taking around 10 minutes of continued aspiration to deflate the balloon. Difficulty was experienced removing the device from the patient. The patient was reported to be well post procedure. The inflation device had successfully been used with other devices. Evaluation summary: the distal part of the shaft appeared squeezed in one point. A guidewire of 0.035'' was inserted in the guidewire lumen with no friction. The balloon was inflated using a manometric syringe with a 50/50 solution of saline and radiopaque liquid to 8 bar and then deflated. The test was repeated two times. The balloon deflated in a standard way and it was completely empty in about two minutes. The measured deflation time was out of finished device specification. The shaft was cut proximally and distally to the squeezed part and the dimensions of the guidewire lumen and of the inflation lumen were measured via microscope. The analysis of the bilumen tube has confirmed that the distal part of the shaft has been stretched, since the dimensions of both the guidewire lumen and the inflation lumen are below specifications.

Manufacturer narrative:
Results: improper handling of the catheter shaft. Conclusion: improper handling of the catheter shaft. (B)(4).